Event description:
The customer stated that her contour meter was reading high when compared to her mother's contour. She stated that her mother tested her glucose using her contour meter and received readings around 80-90 mg/dl. She then retested using her daughter's meter and received a reading of 239 mg/dl. The difference between the readings falls in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have her mother's meter at the time of the call. Troubleshooting showed her meter to be working as designed. The customer was to call back to finish troubleshooting with her mother's meter. No product will be returned at this time.